Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced weakness, malaise, poor appetite, and had dark black urine. It was also reported the vad exhibited suction alarms, above normal power consumption and high watts consistent with a thrombus. Labs were performed and the patients lactate dehydrogenase (ldh) was 1300 on admission and decreased to 1200 at the time of report . The haptoglobin was normal, and the plasma free hemoglobin(hgb) was pending results. The patient was placed on low dose anticoagulants upon admission. The vad remains in service. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received tissue plasminogen activator (tpa) and has been stable and the vad exhibited high watt alarms.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. A5a, a6a, b5, b7, g2 and h6 were corrected to contain new information that was not included on follow up report #001. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with acute hemolysis. The patient was also treated with intravenous (IV) dobutamine.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. Review of the controller log files revealed a gradual increase in power consumption and estimated flows beginning on (B)(6) 2022, followed by a sharp increase in power consumption and estimated flows beginning on (B)(6) 2022 leading to parameters above normal operating range. Log files revealed 62 suction alarms were logged since (B)(6) 2022 and 65 high watt alarms were logged since (B)(6) 2022. Further review of the available autologs reports revealed several increases in power consumption in power consumption and estimated flows since (B)(6) 2022 above the normal operating range, followed by a return of power and flows to baseline parameters. Review of the available autologs reports revealed 3 additional suction alarms were logged since (B)(6) 2022. As a result, the reported high power and suction events were confirmed. Information received from the site indicated that patient experienced weakness, malaise, poor appetite, and had dark black urine. Labs were performed and the patients lactate dehydrogenase (ldh) was 1300 on admission and decreased to 1200 at the time of report. The haptoglobin was normal, and the plasma free hemoglobin(hgb) was pending results. The patient was placed on low dose anticoagulants upon admission. Of note, it was further reported by the that the patient received tissue plasminogen activator (tpa) and has been stable, which corresponds with the return to baseline parameters observed in the autologs reports. The patient presented with acute hemolysis and was also treated with intravenous (IV) dobutamine. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of hemolysis and an outflow graft stent treatment. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad had abnormal pump parameters consistent with diminished pump output, high power with major hemolysis and pump thrombus requiring administration of hemolytics. The patient was also listed for urgent transplantation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details, laboratory data and relevant history. Correction to d4 unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that upon admission, the patient was admitted to the intensive care unit (ICU). Low dose intravenous (IV) heparin was started due to thrombosis and hemolysis. Ventricular assist device (vad) function continued to worsen and a two-thirds dose of tissue plasminogen activator (tpa) was given due to bleeding risk. After patient was restarted on oral anticoagulation, the hemoglobin decreased accompanied by shortness of breath, decreased appetite, abdominal pain and melena. The patient had an acute kidney injury with creatinine above baseline. The gastroenterology (gi) team was consulted and deferred intervention or diagnostic endoscopy given extensive evaluation and treatment history. Packed red blood cells (prbc) were administered. The patient became more confused and had new onset urinary incontinence and a stat head computerized tomography (CT) was done which showed no acute findings. The patient opted for do not resuscitate (dnr) and do not intubate (dni) orders this admission. Fixed dosing of anticoagulant resumed during admission and patient¿s spouse prefers this and accepts risk of recurrent pump thrombosis but the main goal of care is to keep the patient out of the hospital by preventing gi bleeding. The patient was discharged to home.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Review of the controller log files revealed a gradual increase in power consumption and estimated flows beginning on (B)(6) 2022, followed by a sharp increase in power consumption and estimated flows beginning on (B)(6) 2022 leading to parameters above normal operating range. Log files revealed 62 suction alarms were logged since (B)(6) 2022 and 65 high watt alarms were logged since (B)(6) 2022. Further review of the available autologs reports revealed several increases in power consumption in power consumption and estimated flows since (B)(6) 2022 above the normal operating range, followed by a return of power and flows to baseline parameters. Review of the available autologs reports revealed 3 additional suction alarms were logged since (B)(6) 2022. As a result, the reported high power and suction events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and hemolysis are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of hemolysis and an outflow graft stent treatment. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative cours e. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.